Manufacturer narrative:
Additional, changed, and/or corrected data: a.5b, b.3 , d.7 , d.10 , h.3 , h.6. Continued from a.5b: asian. Device evaluation: analysis of the returned device identified: broken shell, black particles in the gel and underweight. A visual and microscopic analysis was performed which identified: sharp broken and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Patient reported rupture on left side, device has been explanted.

Event description:
Healthcare professional reported inflammation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on left side, device has been explanted.